Event description:
A malfunction was reported, with a code "malf 12" displayed on the device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, but the issue persisted, so a replacement pump was arranged. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was guided on how to return the malfunctioning pump using a pre-paid label.